Manufacturer narrative:
This event is being recorded under (B)(4). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a mesher was bent and the rollers would not roll; the latches would not come out. No info was provided as it relates to patient impact. Diligence is complete as no additional information was noted.